Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported difficulty reading and poor eyesight following an intraocular lens (iol) implant procedure. Three days following the procedure, the patient started steroidal and anti-inflammatory medication for one month. The patient reported tearing with use of medication. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by the consumer that she has pus in the eye and was diagnosed with an infection.